Manufacturer narrative:
The affiliate was contacted regarding product returned; however, the product was not returned for evaluation. As such it is not possible to evaluate the product and determine the root cause of this complaint. We will continue to monitor for this or similar complaints for this product code. The lot number for the subject forceps is not correct for the product (lot number is date code etched on forceps): therefore, the lot history records cannot be reviewed. At this time this complaint is considered to be closed, should the product be returned at a later date this complaint will be re-opened and an investigation will be performed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
As reported by the ous rep, a cmc-v and 4 pairs of forceps ( #'s:802901,802909,802950,803085) produced an intense shock.